Event description:
The hosp reported they experienced a total loss of image during procedure. It is unk whether the procedure was completed, and if so, whether it was completed with the same device. There was no allegation of harm.